Manufacturer narrative:
Returned product consisted of an agent (dcb) balloon catheter. The protective hoop and packaging were returned along with the device. The device was microscopically and visually examined. At 44.5cm from the strain relief the device was bent/kinked. There was contrast in the inflation lumen. At 47mm from the tip of the device the guidewire lumen was buckled with a hole for a length of 1mm. There was contrast and blood in the folds of the tightly folded balloon. The balloon waist/tip transition of the device was stretched and buckled. The tip of the device was separated or torn and not returned.

Event description:
It was reported that tip detachment occurred. During a percutaneous coronary intervention (pci) and while outside the patient, a 2.00mm x 20.00mm agent drug coated balloon (dcb) would not feed onto the guidewire, and the tip wire of the balloon snapped. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable. It was later reported that the balloon did not snap off. The lumen seemed to be blocked.

Event description:
It was reported that tip detachment occurred. During a percutaneous coronary intervention (pci) and while outside the patient, a 2.00mm x 20.00mm agent drug coated balloon (dcb) would not feed onto the guidewire, and the tip wire of the balloon snapped. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable.